Event description:
Two hours after inition of treatment on a first use dry pack fresenius dialyzer, first use erika anterial line and venous line and on a fresenius 2008d machine; patient complained of itching all over his body. Patient denied swelling of throat an unusual sensation to martha throat. Patient felt "weird" vss. Afebrile. Treatment stopped. As blood was being transferred, greenish-brown color noted in lines. Patient's symptoms subsided and he was taken off. Blood cultures negative. Treatment not restarteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.